Manufacturer narrative:
It was reported that this product was explanted and will not be returned. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. Outcome details are still pending to determine if the system was explanted or electrically abandoned in the patient. There were no additional adverse effects reported. It was reported that this product was explanted and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. Outcome details are still pending to determine if the system was explanted or electrically abandoned in the patient. There were no additional adverse effects reported.